Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery was no longer able to hold a charge. There was no patient involvement. One battery was returned for failure analysis. The reported problem was not duplicated. No fault was found with this battery.

Event description:
It was reported to philips that the device battery was no longer able to hold a charge. There was no patient involvement.